Event description:
It was reported that this electrode eroded through the patients skin, so it was explanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode eroded through the patients skin, so it was explanted. No additional adverse patient effects were reported.